Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6), 2013 due to elevated lactate dehydrogenase (ldh). The manufacturer received additional information indicating that the patient had come into the emergency room with dark colored urine and elevated ldh.